Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during cardiac angioplasty, the catheter balloon ruptured. No pt injury was reported. No additional event or pt info is available.